Event description:
It was reported that the insulin pump was damaged in the form of cracks. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Findings: passed displacement test. Cracked case near lcd window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.